Event description:
It was reported the after the catheter was inserted, the doctor connected the catheter to the pump, but the correct balloon volume was not displayed and showed "2.5 cc." The doctor then removed and replaced the tubing so the patient could be treated immediately.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.